Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the uninterruptible power supply (ups) was replaced. The navigation system then passed the system checkout and was found to be fully functional. Concomitant medical products: product ID: 9735787, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system shuts down when connected to the wall. The site stated that the they have powered up the system a number of times, but were unable to keep the machine on and functioning. Troubleshooting was performed and the reported issue was intermittent. The manufacturer representative was not able to reproduce the issue when at the site after being used for some hours. The uninterruptible power supply (ups) had been replaced as it the most probable part to be faulty and causing the issue. No patient was present at the time of the event.